Event description:
In (B)(6) 2014, I had breast augmentation with allergan natrelle breast implants style 20 non-textured I have suffered from breast implant illness since the devices were implanted. I have been diagnosed with breast implant illness, autoimmune, inflammation, fatigue, and I am currently being scheduled for biopsy to test the scar tissue for cancer. I do not have all of my medical records on hand. I will have to request them. FDA safety report ID# (B)(4).